Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.

Event description:
Caller states there is a pin in the cuff. Caller states the trach was in the patient and approximately one week. The trach was replaced because the cuff was leaking. There was no patient harm however; decannulation and recannulation of a replacement tube was required.